Event description:
The customer reported that he messed up the last insulin and went to the drug store, but they did not have any insulin and ended in the hospital. The customer was in the emergency room with high blood glucose of 544mg/dl. The customer was released the same day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.